Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn : m365sc11600, model: sc-1160, serial: (B)(4), batch: 343095.

Event description:
It was reported that the patients system showed high impedances and stimulation was not covering the pain areas. The patient underwent a spinal cord stimulator (scs) system replacement and was doing well postoperatively. The explanted devices were discarded.